Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Paroxysmal atrial fibrillation/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the femoral artery to support the 76-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in stage d shock. The underlying history was not shared. On the second day of support the team noted a change in the rhythm with new atrial fibrillation with rvr. The team added medication amiodorone, and patient remained stable and pump supported for 7 more days til wean and explant. No lasting arrhythmia was noted and patient was stable.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is ongoing.